Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set tubing detached close to the site while sleeping. The patient was unsure of the site location and could not recall the location of pump. The infusion had been in use for 1-2 days. The infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure if there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.